Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and calcification. A steerable guide catheter (sgc) was prepared per instructions for use (IFU) and was inserted without issue. However, after advancing the sgc into the left atrium via the septum, an echogenic structure or thrombus was observed in the left atrium. To treat the thrombus, lysed and effective heparin were administered, and aspiration was performed. The sgc was removed from the patient. A new sgc was then inserted without issue and the procedure was continued. One clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.